Event description:
It was reported that during a da vinci-assisted ureteroureterostomy surgical procedure, the monopolar curved scissors was found to have a broken cable. A backup instrument of the same kind was used to complete the procedure with no reported injury. Intuitive surgical inc. (Isi) made follow-ups attempt to obtain additional information. Per customer, it was unknown if a fragment fall into the patient during the reported issue during surgical procedure. It was unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign fragment. If the fragment fall into the patient, it was unknown if any action was taken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 420179-23/n11210412343 associated with this event has been performed. Per logs, the monopolar curved scissors was last used on (B)(6) 2022 on system rsh0025, with 1 life remaining. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: it was alleged that the instrument cable broke and it was unknown if a fragment fell inside the patient during a da vinci-assisted procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken grip cable to be related to the customer reported complaint. The mcs instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage and the root cause of broken grip cable is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.